Event description:
The rotator of the hpc200 broke. No harm or injury was reported.

Manufacturer narrative:
Device eval: the suspect device will not be returned for eval. A review of the device history record revealed no exception documents. Complaint data base reviewed and found no similar complaints for this lot number. A f/u report will be submitted when the eval is completed. Device history record was reviewed. Complaint data base was reviewed. Conclusions: a f/u report will be submitted when the eval is completed.